Event description:
Diagnostic laparoscopy and ovarian cystectomy - "when pulling endo peach back through end of pouch broke off into the pt." Pt status: "pt discharged to home".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection of the bag, engineering confirmed a straight cut in the bag near the seal; however, it is unclear whether a piece of the bag was missing. The bag showed signs of tension, clearly visible in the stretching near the tear. Previous tests have shown stretching and breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision. The instructions for use state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." And "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." When the incision is enlarged, the specimen can be removed without incident. This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.